Manufacturer narrative:
Pending further follow-up information to complete investigation.

Event description:
It was reported that during a pulsed field ablation procedure, the physician performed the transseptal crossing under transthoracic echocardiogram guidance, but it was uncertain whether the wire was in the appendage or pulmonary vein. No significant force was reported during the transseptal crossing. A left atrial appendage injury occurred during the transseptal crossing with the integrated dilator/needle and then a cardiac tamponade occurred. The procedure was aborted while the patient was under general anesthesia. Surgical intervention was required to repair the left atrial appendage. There was no alleged product issue.

Manufacturer narrative:
Additional data: d4 (expiration date; UDI), h4. Corrected data: g2, h6. Per follow-up with representative, "I am just reporting this as a complication, I don't believe the product was at fault. I suspect this occurred during passing the flexcath sheath and flexcath cross into the left atrium under tte guidance, physician was not confident a pulmonary vein was wired however continued to advance the sheath with just tte guidance and no fluoroscopy. It's likely that when the sheath and flexcath crossed the left atrial appendage was damaged." Device was not returned, and per DHR review, there were no rejects or non-conformances noted. No further investigation necessary.